Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was closed with a blue combi stopper; the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) of the sample. The sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump the pump is working immediately (solution was running). Flow rate test: nominal: 2 ml/h. Actual: 2.6 ml in 1 h; 5.1 ml in 2 hrs; 38.2 ml in 17 hrs. Leakages were not detected at the received sample. A slow flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump was not emptied within 2 days.